Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00310 on 17-dec-2021. Siemens filed the first supplemental MDR 2432235-2021-00310_s1 on 14-jan-2022. Additional information (20-jan-2022): siemens reviewed the information provided and determined the atellica ch 930 analyzer is performing as specified by flagging the results with an error (incubation temperature is out of range), generating an alert, and generating an operator event code to alert the operator to the issue. The customer is currently operational, and no further incidents have been reported. Siemens concluded that a potential thermistor failure caused the event. Siemens determined the atellica ch 930 analyzer operates as specified and requires no further evaluation. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes.

Event description:
The customer informed siemens of three patients' discordant amikacin and phenobarbital results obtained on the atellica ch 930 analyzer. The customer informed that results were found with "temperature error" and the customer did not validate the results with error messages. The discordant results were not reported, and the customer noted that repeat testing was performed with different samples, and reported the correct results. There are no reports of patient intervention or adverse health consequences due to the discordant amikacin and phenobarbital results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to inform that "temperature error" went to their onlink system and did not transmit to the customer's laboratory information system (lis). Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 17-dec-2021. Additional information (21-dec-2021): siemens received additional information for the reported event. The reaction ring bath thermal temperature was out of range and the error "verify temperature check failed" was observed. The customer uses 'onelink system', which is a middleware application. Section b6 is updated to include the result units for the affected assays/test results. Section g1 is updated to include the correct email address. Siemens is investigating the event.